Manufacturer narrative:
(B)(4). The reported lot was manufactured from 05/09/2014-05/16/2014. A review of all batch record documents was performed for the associated lot number gd896951 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, an evaluation could not be performed. The cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the minicap had less than the normal amount of iodine. The event occurred when the registered nurse (rn) had opened the pouch of the minicap. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 6 of 12.